Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat a paroxysmal atrial fibrillation (paf), an intellatip mifi xp catheter was selected for use. After several instances of energizing, the catheter tip became deformed due to heat damage, making it difficult to maintain proper contact. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is not expected to be returned since it was discarded at facility.